Manufacturer narrative:
Device was evaluated. Inspection and testing of the device observed ID band test #14 intermittent, failed due to faulty ID board. The faulty ID board noted to be attributed to error code 200 ref 92. Using the reference test board the device was tested, put into two (2) hour burn in testing and found no issues. The device passed the burn in test with no errors observed. Multiple minor scratches were observed on the front panel and housing. Review of fault log showed 400 ref 26 one (1) time indicated that a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings, faulty ID board was observed and was noted to be the cause of the reported error message. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during maintenance the device was found with error message error 200 ref 92. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the circuit board failure caused the issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. Upon evaluation of the device the service center was able to confirm the reported error code. The error code e200 ref 92 was due to a faulty ID board. The device had been previously serviced by olympus therefore a service history review will replace (device history record) DHR review. A review of the previous service performed shows no abnormalities. Olympus will continue to monitor the field performance of this device.